Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 26mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u and the procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event was unable to be confirmed as no device or procedural imagery was provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported "due to severe calcification of the native valve, it was impossible to implant the valve, which became deformed due to the maneuvers done to try to cross it". The presence of calcification can make the pathway challenging as the delivery system crosses the native valve, which could potentially lead and contribute to the reported difficulty when attempting to cross the native annulus. It is likely that the frame interacted with calcification during the advancement of the delivery system through the patient anatomy and, if compounded with further device manipulation, could result in the reported frame deformation. In this case, available information suggests that patient factors (calcification) and procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in france, this case involved the implantation of a 26mm sapien 3 ultra valve in the aortic position via a subclavian approach. The patient had experienced a cardiac arrest three days prior to the procedure, with an ejection fraction of 40%, and was unstable before the procedure. During the procedure, with the safari guidewire correctly positioned in the left ventricle, the patient experienced hemodynamic failure just before crossing the native valve, leading to cardiac arrest with ventricular tachycardia. Due to severe calcification of the native valve, it was impossible to implant the valve, which became deformed due to the maneuvers attempted to cross it. The decision was made to release the valve in the ascending aorta and remove the commander delivery system. A pre-dilation with a 20mm balloon was performed before attempting to use a second valve. Unfortunately, the patient remained in cardiac arrest with electromechanical dissociation and passed away before the second valve could be inserted.